Manufacturer narrative:
The tech found the hex rod at the head section was defective. He replaced the hex rod and screw to repair the stretcher.

Event description:
Info received indicates the brake is not holding.